Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the number of sutures that broke during use in the patient and the number of sutures that were found broken inside of the packaging. 2 foils broken and new foil given to me from the same box. Were there any patient consequences? No. Kindly confirm device return status. Yes. Received one foil. Total 2 sutures were broken while using it for surgery, and then the remaining sutures were found to be broken in the box itself before using it for surgery.

Event description:
It was reported that a patient underwent a lscs lower (uterine) segment caesarean section on (B)(6) 2026 and suture was used. While the doctor was suturing, taking a bite in the rectus sheath & pull the suture, the suture damaged. The suture thread was cut. Finished it with other suture from new box. Additional information was requested.